Event description:
Reporter reported a collection of cerebrospinal fluid (csf) following a spinal procedure in which duraseal was used. Patient underwent an intramedullary cervical spine procedure to remove a tumor. A collection of csf was confirmed via MRI scan. No drain was implemented and patient was discharged. Patient recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a spinal procedure in which duraseal was used. No drain was implemented. Patient was discharged and recovered without further incident. The duraseal instructions for use (IFU) in place at the time of this incident and supplied with the product shipped to europe states: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."